Event description:
On or about (B)(6), 2009, an ams monarc sling was implanted to treat plaintiff ¿for stress urinary incontinence and pelvic organ prolapse.¿ plaintiff¿s attorney has alleged that plaintiff has, ¿suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was also alleged that, ¿as a result¿ of having the device implanted into her, plaintiff, ¿has experienced significant mental and physical pain and suffering and she has sustained permanent injury.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.